Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra meter is having a power issue (meter does not turn on). On the following month, this medical affairs specialist contacted the patient to obtain more information. However, the patient was not inclined to provide more information. The reported issue began in the middle of the night on the day prior to original date. The patient stated that after the reported issue began, she felt sweaty. The patient ate food and/or drank beverage as a result of the reported issue. The patient was not tested on another device and did not receive any medical intervention because of the reported issue. It would have been helpful to obtain the following information: testing frequency, diabetes medical regimen, what was the time and date when the symptoms began, lfs meter reading prior to the reported symptoms, food intake, and pre-incident/post-incident diabetes medication treatment and testing frequency. During troubleshooting, the customer care advocate determined that the one touch ultra meter was having intermittent power issue as the meter turned on with the power button. However, the patient did not have test strips to turn on the meter. The reported issue was not resolved with training. This complaint is being reported because the patient claimed she had symptoms that can be associated with severe hypoglycemia after the reported issue began. Replacement products were sent to the patient.